Event description:
The lead was implanted on (B)(6) 2007 and capped on (B)(6) 2012. Psa measurements-sensing below o.5mv, impedance greater than 1800 ohms and unable to capture. The procedure took place at (B)(6) medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).